Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch report (mw5163042) indicated that the patient had experienced with blurry inconsistent vision and having major complications including dry eye, rainbow glare, double vision, glare, and halos. Loss of up close and intermediate vision. He cannot able to see the print clearly after lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All product and batch history records are quality reviewed prior to product release. Non-conformance review and complaint history review could not be performed due to missing serial number. No consistent serial number was identified with this complaint, therefore the manufacturing documentation was not reviewed. Additional data could not be provided, complaint was received through medwatch. Per most recent trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. Follow-up could not be performed as contact was not provided. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).